Event description:
It was reported that during an ultrasound guided breast biopsy procedure, the device allegedly had suction issue. It was further reported that device allegedly had difficulties with closing the needle aperture. Reportedly the aperture was open which resulted in the patient having a hematoma. Hematoma was treated with compression until no more bleeding was observed and also applied an ice pack to the area. There was no reported patient injury.

Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 12/2023. Device not returned.